Event description:
It was reported that when pressing the footpedal of the 9800 system, the screen goes blank then kv maxs at 120. Multiple reboots required to correct. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hv tank, the insulated gate bipolar transistor (igbt) and the high voltage supply regulator (hvsr). The system was tested and found to be working as intended, and placed back into service.